Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced difficult plunger movement which was noted prior to use. The following information was provided by the initial reporter: when the nurse used this batch of syringes, it was found that it was difficult to pump the liquid and it required laborious operation. The customer thinks that the lubricant is too little.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced difficult plunger movement which was noted prior to use. The following information was provided by the initial reporter: when the nurse used this batch of syringes, it was found that it was difficult to pump the liquid and it required laborious operation. The customer thinks that the lubricant is too little.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: two samples without unit package were returned for investigation. The samples were not decontaminated. The samples were subjected to the breakout and sustaining force test per test procedure (B)(4) (specification for breakout force is max 2.5 ibs and sustaining force is 1.0 ibs) and silicone content determination test per test procedure (B)(4) (specification max 2.5mg). Result showed plunger breakout and sustaining force and silicone content test are within the product specification. A device history record review found no non-conformances associated with this issue during production of this batch. Conclusion: the returned samples passed the plunger breakout and sustaining force test and silicone content test specification. Hence root cause could not be determined. H3 other text : see section h.10.